Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the vizigo was aspirating air. The medical team reported that this happened last week with same lot. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences. No error messages observed on hardware/capital equipment. The issue was resolved by opening a new vizigo. No patient consequences were reported. There was air flow back to the side port. No air was being introduced into the patient. Physician did not perform any maneuver to eliminate bubbles. No medical intervention required. They are not aware of any neurological symptoms exhibited by the patient since the procedure was completed. Air flow into side port is MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 13-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the vizigo was aspirating air. The medical team reported that this happened last week with same lot. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences. No error messages observed on hardware/capital equipment. The issue was resolved by opening a new vizigo. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed; however there was reddish material in the surface of the valve. The returned sample was connected to a syringe with water and no leakage was observed. Then an irrigation test of the side port was performed, and no issues were observed. Device history record evaluation was performed for the finished device 00002081 number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-feb-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).